Event description:
It was reported that there was a revision of a left knee, liner exchanged. Revised because of a broken p.s insert

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that there was a revision of a left knee, liner exchanged. Revised because of a broken p.s insert.

Manufacturer narrative:
A visual inspection of the returned device confirms the reported fracture. A materials analysis determined the post fractured in fatigue. No evidence of manufacturing or materials defects were found. The event was not confirmed. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. The exact cause of the event could not be determined because no patient medical records were provided for review. The evaluation of the fracture surface indicated that the fracture initiated at the anterior base area propagating posteriorly most likely from contact with the notch area of the femoral component.